Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 34-35 mg/dl resulting in the customer losing consciousness. Reportedly, the continuous glucose monitor sensor reading inaccurately indicated 261-262 mg/dl at the time of the low bg. The customer's husband called an ambulance, and the medics checked the customer's vitals/bg value and administered a glucagon injection to address bg. Reportedly, the customer disconnected from the pump and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.